Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "difficult patient anatomy", "device interaction", "improper handling" and/or "undetermined cause" appears to have impacted on the event as reported.

Event description:
Event description: ecn event description: guidewire was placed in patient however when loading dilation balloon onto it, the wire coating stripped from the inner wire what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: guidewire removed and new guidewire was placed what is the next course of action?: guidewire removed and new guidewire was placed patient present at time of event?: yes patient complications: no patient complications time of the event: during procedure what was the outcome of the procedure? Procedure completed using an alternate device.